Event description:
Customer reported usb port damage, which made it difficult to charge the pump. There was no reported impact to the customer¿s blood glucose level. Customer was up for renewal, and the issue was documented for provincial coverage purposes with no additional corrective actions reported.